Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A loose cable between the cpu and acb was detected. The connection was tightened to resolve the reported event. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.